Manufacturer narrative:
Review of this complaint confirmed the event summary code selection and an investigation was performed as required. The complaint device was not available for investigation, however, picture(s) were provided and used for investigation. The investigation confirmed the reported condition. The cause of the event was not able to be determined. The most likely cause of the failure was found to be use error. The investigation did not change the potential harm(s) identified. Complaint trending for this event will be performed per (B)(4).

Event description:
On (B)(6), it was reported by an arthrex employee via email that an ar-2324bcctt and ar-2323bcc biocomposite swivelock anchor was pulled out from the patient's body during an mcl repair surgery on (B)(6) 2023. No additional information was provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.